Event description:
As reported, during implant of a 23mm sapien 3 ultra in the aortic position via transfemoral approach,. Tthe valve was tight, and balloon was +2, the inflation technique used was slow, however the balloon burst mid-section when it was fully inflated. Andthe system was retrieved successfully from the patient with no issues. No patient issues and no vascular issues were reported.

Manufacturer narrative:
Investigation is ongoing. Device not returned.

Manufacturer narrative:
The balloon was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Review of manufacturing mitigation is captured in an existing technical summary. Review of instructions for use (IFU) or training material is also captured in the technical summary. No complaint history or lot history review was performed. An existing technical summary has been documented for root cause analysis on balloon burst during transcatheter heart valve (thv) deployment. The technical summary a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. A review of edwards lifesciences risk management documentation was performed for this case. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product nonconformances or labeling/IFU inadequacies identified in the evaluation. Edwards continues to monitor complaint history on a monthly basis. No further action is required. The complaint for failure balloon burst was unable to be confirmed since neither the applicable imagery nor the complaint device were returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing nonconformance was unable to be determined. A review of DHR did not provide any indication that a manufacturing nonconformance contributed to the event. An existing technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing nonconformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Per the complaint description, there was presence of calcium in the patients annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. Additionally, it was noted that an additional volume of 2 ccs was added to the balloon. The prescribed nominal inflation volume is provided in the IFU that was documented in the technical summary. It is possible the balloon was overinflated, subjecting the balloon to pressures high enough to cause the balloon to burst. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) and procedural factors (overinflation) contributed to the balloon burst. An existing technical summary has been documented therefore no corrective and preventative actions (CAPA) nor product risk assessment (pra) escalation are required.